Event description:
It was reported that there were two lines drop (1.0 to 0.6) in patient's visual acuity post intraocular lens (iol) implantation. The daily activities were significantly affected. The patient was targeted for emmetropia but the post-op refraction of sph -0.70 cyl 0.50 resulted in myopic refraction. As a result, there was explant performed. There was no delay in treatment reported. The incision was enlarged and the original iol was replaced with a competitor lens. Account indicated that no there was no vitrectomy performed. The patient felt better after the exchange surgery with a 1.0 far vision reading. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between mar 15, 2022 and jul 12, 2022. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.